Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results: in 2010 underwent hsg. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the pelvic region") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general),") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dependence ("addiction,"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 9-nov-2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, urinary tract infection, female sexual dysfunction, dependence, migraine, nausea and dysmenorrhoea outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, dependence, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic pain, procedural pain and urinary tract infection to be related to essure. Diagnostic results: in 2010 underwent hsg. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- new event urinary tract infection, apareunia (inability to have sexual intercourse), addiction, migraines, headaches, nausea, dysmenorrhea (cramping) were added. Patient information were added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The malfunction of the angulation mechanism was not duplicated at the olympus regional repair center. The device didn't have abnormalities that contribute to injury, such as sharp edges, deformations, etc. Olympus medical systems corp. (Omsc) could not investigate the physical device because it was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on investigationfor similar events, inserting and/or withdrawing an endoscope with its bending section angulated could cause the reported event.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the pelvic region") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general),") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, menses irregular, migraine, ovarian pain, tuberculosis, c-section, cholecystectomy, uterine bleeding and migraine. Concurrent conditions included ovarian cyst, right lower quadrant pain, menorrhagia, penicillin allergy, allergic reaction to antibiotics, chronic cervicitis, perineal pain, uterovaginal prolapse, unspecified inflammatory disease of uterus, excl cervix and nicotine dependence. Concomitant products included celecoxib (celexa), doxycycline hydrochloride, hydrocodone bitartrate;paracetamol (norco), irbesartan (avapro), metronidazole benzoate (flagyl), tramadol, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and headache ("headaches"). In 2011, the patient experienced dependence ("psychological or psychiatric problems - condition: addiction"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, urinary tract infection, female sexual dysfunction, dependence, migraine, nausea, dysmenorrhoea and headache outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, dependence, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, procedural pain and urinary tract infection to be related to essure. The reporter commented: discrepancy in date of device removal: on (B)(6) 2015. In 2010 underwent hsg. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs was received: reporter aka was added. Event headaches was added with event onset date. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the pelvic region") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general),") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dependence ("addiction"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, urinary tract infection, female sexual dysfunction, dependence, migraine, nausea and dysmenorrhoea outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, dependence, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic pain, procedural pain and urinary tract infection to be related to essure. Diagnostic results: in 2010 underwent hsg. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the pelvic region/ pain"), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general),") and dependence ("psychological or psychiatric problems - condition: addiction") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, menses irregular, migraine, ovarian pain, tuberculosis, c-section, cholecystectomy, uterine bleeding, migraine, ovarian cyst, uterine bleeding, nephrolithiasis, kidney stones, urinary frequency, urinary urgency, cystitis, abdominal pain localised, pelvic pain, colonic diverticulosis and genital bleeding. Previously administered products included for an unreported indication: deprovera from 2000 to 2008, avapro, norco, ambien and effexor. Concurrent conditions included ovarian cyst, right lower quadrant pain, menorrhagia, penicillin allergy, allergic reaction to antibiotics, chronic cervicitis, perineal pain, uterovaginal prolapse, cervix inflammation, nicotine dependence, pap smear abnormal and tuberculosis. Family history included breast cancer (patient's grandmother has breast cancer.). Concomitant products included celexa [celecoxib], doxycycline hydrochloride, hydrocodone bitartrate;paracetamol (norco), irbesartan (avapro) since 2001, metronidazole benzoate (flagyl), tramadol, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2011, the patient experienced dependence (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and procedural pain was resolving and the genital haemorrhage, dependence, abdominal pain, hypersensitivity, urinary tract infection, female sexual dysfunction, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dependence, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic pain, procedural pain and urinary tract infection to be related to essure. The reporter commented: discrepancy in date of device removal: (B)(6) 2015. In 2010 underwent hsg. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: pfs received outcome of event pelvic pain female was changed from unknown to recovering/ resolving. Reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the pelvic region/ pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pap smear abnormal, menses irregular, migraine, ovarian pain, tuberculosis, c-section, cholecystectomy, uterine bleeding, migraine, ovarian cyst, uterine bleeding, nephrolithiasis, kidney stones, urinary frequency, urinary urgency, cystitis, abdominal pain localised, pelvic pain, colonic diverticulosis and genital bleeding. Previously administered products included for an unreported indication: deprovera from 2000 to 2008, depo-provera from 2000 to 2008, norco, effexor, ambien and avapro. Concurrent conditions included ovarian cyst, right lower quadrant pain, menorrhagia, penicillin allergy, allergic reaction to antibiotics, chronic cervicitis, perineal pain, uterovaginal prolapse, cervix inflammation, nicotine dependence, pap smear abnormal and tuberculosis. Family history included breast cancer (patient's grandmother has breast cancer.). Concomitant products included celexa [celecoxib], doxycycline hydrochloride, hydrocodone bitartrate;paracetamol (norco), irbesartan (avapro) since 2001, metronidazole benzoate (flagyl), tramadol, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and nausea ("nausea"). In 2011, the patient experienced dependence ("psychological or psychiatric problems - condition: addiction"). On (B)(6) 2012, the patient experienced genital haemorrhage ("excessive bleeding/ abnormal bleeding (general),"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced urinary tract infection ("other injury(ies) or complication(s)- please describe: urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and procedural pain was resolving and the genital haemorrhage, dependence, abdominal pain, hypersensitivity, urinary tract infection, female sexual dysfunction, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dependence, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic pain, procedural pain and urinary tract infection to be related to essure. The reporter commented: discrepancy in date of device removal: (B)(6) 2015. In 2010 underwent hsg. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea, migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.